Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission in back up vvi. A device download was performed successfully. No further information is available. Device remains implanted.